Event description:
It was reported that during a prostate procedure, the side-firing fiber aiming beam was observed to be firing straight, and that the fiber energy and effect on tissue was greatly reduced. A second fiber was used to complete the case. Patient outcome: "no patient injury" was reported.

Manufacturer narrative:
(B)(4); a code request has been submitted.